Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one straight-tip guidewire was returned for evaluation. Visual, microscopic and dimensional evaluations were performed. The guidewire was noted to be uncoiled and unraveled throughout the distal portion. The distal portion was noted to be bent. Therefore, the investigation is confirmed for the reported guidewire deformation and identified stretched and unraveled issues. However, the investigation is unconfirmed for the reported fracture and material separation as no fracture was identified during sample evaluation. Therefore, the result of the investigation is inconclusive for the reported failure to advance as the as the exact circumstance at the time of the reported event was unknown. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier UDI) #), g3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the low artifact power port. During the procedure when guide wire was inserted into a puncture needle, the tip allegedly broke off, creating a loop in the needle's lumen and preventing it from passing through the needle. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the low artifact power port. During the procedure when guide wire was inserted into a puncture needle, the tip allegedly broke off, creating a loop in the needle's lumen and preventing it from passing through the needle. There was no reported patient injury.